Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wires on the jaws bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood was observed. Charred tissue and blood were observed on the jaws. The heater wire was slightly flexed at the center but it remained attached at the tip and the base of the jaw. There were no non-conformities observed to the silicon on the jaws. Based on the return condition of the device and the evaluation results, the reported complaint was confirmed for the reported failure mode " material twisted/bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wires on the jaws bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.